Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery, failed battery test and blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to monitor the insulin pump and we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 192 mg/dl. The customer stated that the up and down arrow buttons are not responding. The customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces and with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. No failed battery test, battery out limit alarms or weak battery alarms noted. The insulin powered up properly after battery installation and the operating currents are within specifications. The insulin pump has minor scratches on the lcd window.